Event description:
It was reported that surgeon revised a rejuvenate stem, neck and head on patient due to adverse local tissue reaction.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Information received indicated that the hospital is sending the explanted devices to outside lab for testing. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. This is the same patient/event as: 9616680-2012-00919.